Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and excessive no delivery alarms. Customer's blood glucose level was between 400 to 500 mg/dl. Customer advised they had two sets that did not work. Customer advised one of the sets insulin would not go through and the no delivery alarm occurred. Customer advised the other set was causing the customer high blood glucose levels but the alarm would not occur. Customer cannot troubleshoot for the no delivery alarm because it is a past event. Customer was advised to call back if the alarm recurs. Customer was advised two replacement sets will be sent out to them.